Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain ") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), abnormal weight gain ("excessive weight gain"), polycystic ovaries ("polycystic ovarian syndrome diagnosis"), migraine ("frequent migraine headaches"), arthralgia ("joints deteriorating/ intense burning pain brings me to my knees") and medical device discomfort ("can feel the coils if I turn"). The patient was treated with surgery (underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved, the menorrhagia, pelvic discomfort, abdominal pain, back pain, dyspareunia, abdominal distension, rash, alopecia, tooth disorder, abnormal weight gain, polycystic ovaries and migraine had not resolved and the medical device discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dyspareunia, medical device discomfort, menorrhagia, migraine, pelvic discomfort, pelvic pain, polycystic ovaries, rash and tooth disorder to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians in, but was unable to resolve her symptoms. My symptoms didn't get this bad until after I stopped feeling my phantom movements. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: arthropathy." Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "joints deteriorating/ intense burning pain brings me to my knees" and "can feel the coils if I turn" added from social media report. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), abnormal weight gain ("excessive weight gain"), polycystic ovaries ("polycystic ovarian syndrome diagnosis") and migraine ("frequent migraine headaches"). The patient was treated with surgery (underwent surgery to remove her essure coils). Essure was removed on 25-(B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, abdominal pain, back pain, dyspareunia, abdominal distension, rash, alopecia, tooth disorder, abnormal weight gain, polycystic ovaries and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain, polycystic ovaries, rash and tooth disorder to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians in, but was unable to resolve her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and embedded device ('silver metallic coiled wire present in myometrium') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix inflammation, nabothian cyst, adenomyosis, dysfunctional uterine bleeding, uterine enlargement, pelvic congestion and endometriosis. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercource"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), abnormal weight gain ("excessive weight gain"), polycystic ovaries ("polycystic ovarian syndrome diagnosis"), migraine ("frequent migraine headaches"), arthralgia ("joints deteriorating/ intense burning pain brings me to my knees"), medical device discomfort ("can feel the coils if I turn") and endometriosis ("endometriosis "). The patient was treated with surgery (laparascopic hysterectomy, right salpingectomy, left salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved, the embedded device, medical device discomfort and endometriosis outcome was unknown and the menorrhagia, pelvic discomfort, abdominal pain, back pain, dyspareunia, abdominal distension, rash, alopecia, tooth disorder, abnormal weight gain, polycystic ovaries and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dyspareunia, embedded device, endometriosis, medical device discomfort, menorrhagia, migraine, pelvic discomfort, pelvic pain, polycystic ovaries, rash and tooth disorder to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians in, but was unable to resolve her symptoms. * my symptoms didn't get this bad until after I stopped feeling my phantom movements. "Concerning the injuries reported in this case, the following were reported via social media: arthropathy,endometriosis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received. Reporter information, patient medical history, event: "silver metallic coiled wire present in myometrium" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercource"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), abnormal weight gain ("excessive weight gain"), polycystic ovaries ("polycystic ovarian syndrome diagnosis"), migraine ("frequent migraine headaches"), arthralgia ("joints deteriorating/ intense burning pain brings me to my knees"), medical device discomfort ("can feel the coils if I turn") and endometriosis ("endometriosis "). The patient was treated with surgery (underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved, the menorrhagia, pelvic discomfort, abdominal pain, back pain, dyspareunia, abdominal distension, rash, alopecia, tooth disorder, abnormal weight gain, polycystic ovaries and migraine had not resolved and the medical device discomfort and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dyspareunia, endometriosis, medical device discomfort, menorrhagia, migraine, pelvic discomfort, pelvic pain, polycystic ovaries, rash and tooth disorder to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians in, but was unable to resolve her symptoms. * my symptoms didn't get this bad until after I stopped feeling my phantom movements. "Concerning the injuries reported in this case, the following were reported via social media: arthropathy, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercource"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), abnormal weight gain ("excessive weight gain"), polycystic ovaries ("polycystic ovarian syndrome diagnosis"), migraine ("frequent migraine headaches"), arthralgia ("joints deteriorating/ intense burning pain brings me to my knees"), medical device discomfort ("can feel the coils if I turn") and endometriosis ("endometriosis "). The patient was treated with surgery (underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved, the menorrhagia, pelvic discomfort, abdominal pain, back pain, dyspareunia, abdominal distension, rash, alopecia, tooth disorder, abnormal weight gain, polycystic ovaries and migraine had not resolved and the medical device discomfort and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dyspareunia, endometriosis, medical device discomfort, menorrhagia, migraine, pelvic discomfort, pelvic pain, polycystic ovaries, rash and tooth disorder to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians in, but was unable to resolve her symptoms. My symptoms didn't get this bad until after I stopped feeling my phantom movements. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: arthropathy,endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Events: endometriosis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.